Event description:
It was reported while transporting a patient on the chair a screw came off of the chair's seat frame. No adverse consequences or injuries were reported as a result. The transport was able to be completed and the issue was noticed as the chair was being folded up to put back in storage. An authorized field technician was dispatched to repair the chair; however, after receiving the replacement hardware, the customer reported that they completed the repair themselves and no longer required the technician and cancelled the dispatch.